Event description:
The customer reported via phone call experiencing high blood glucose and that the insulin pump alarmed no delivery multiple times. The customer stated that the insulin pump also had low battery and reservoir issues. The customer's blood glucose was 312 mg/dl. The customer treated with 4 units of insulin via a back-up plan. The customer declined troubleshooting assistance for high blood glucose. The customer advised that the low battery alert was not occurring at the time of the call. The customer was advised that the low battery alert was normal and that if there was an issue, troubleshooting should be done in order to make a determination on the cause.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-84153.